Manufacturer narrative:
Evaluation: the iab was returned for evaluation with the membrane noted to be folded. Visual examination revealed one of the membrane retainers to be in place over the folded membrane. No kinks were noted in the catheter tubing. The membrane folds appeared normal. The original sheath used with the iab was not returned. The catheter o.d. Was measured and found to be within datascope's mfg specifications. After the retainer was removed from the membrane, a vacuum was drawn and maintained on the device. At this time, it was possible to pass the folded membrane through a laboratory 10 french, 6 inch sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: no defect was found in the returned balloon catheter to account for the reported difficulty other than the device being returned with the membrane retainer in place. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion. The condition of the returned iab indicated that the iab was not removed from the blister tray correctly. If the iab was pulled out from the tray on a sharp angle, rather than straight out as depicted in the instructions for use, the membrane retainers will remain in place over the membrane, as in this case. Although conjectural, it is possible that the user did not notice the clear retainer over the membrane during the insertion attempt into the sheath. This would have accounted for the encountered difficulty. Having the opportunity to have examined the sheath may have provided some add'l info into the reported problem.

Event description:
The dr was unable to insert the iab into the sheath. The balloon got blocked half way in the sheath. Event complications: none from the event - reported 10/28/97. Pt current status: o.k. - rpt'd 10/28/97.